Event description:
Sparking from exposed wires, 920.7010 (no rev), 171, stated power cord got very hot, sparked from where the cord attaches to the body, no exposed wires, there were no injuries, there was no fire.

Manufacturer narrative:
The customer was sent a replacement power supply. Contact was not made with the customer to obtain additional information regarding this event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. In summary the customer reported sparking which is not confirmed by evaluation. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Evaluation summary: a visual inspection of the power supply revealed nothing unusual. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.9 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was not measured open, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured 67 ohms, which is normal and indicates that the thermal fuse did not blow.